Event description:
Note: boston scientific corp became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corp that a ultraflex esophageal stent was used during a stent placement procedure performed in 2000. According to the complainant, three prior to stent replacement, the pt underwent pneumatic dilation of esophagus for achalasia and a perforation resulted. Thirteen days later, the ultraflex stent was placed to seal and aid in the healing of the perforation. Two months later, the ultraflex stent was reported to have migrated. The stent was endoscopically removed with forceps without sequelae. The perforation was found to have completely healed and the stenting procedure was deemed successful. The healing of the esophageal leak was re-confirmed the following month.

Event description:
Note: boston scientific corporation became aware of this complaint following a retrospective survey of data by the user facility. It was reported to boston scientific corporation that a ultraflex esophageal stent was used during a stent placement procedure performed on (B) (6) 2000 ((B) (6) male patient, weight unknown). According to the complainant on (B) (6) 2000 the patient underwent pneumatic dilation of esophagus for achalasia and a perforation resulted. On (B) (6) 2000 the ultraflex stent was placed to seal and aid in the healing of the perforation. On (B) (6) 2000 the ultraflex stent was reported to have migrated. The stent was endoscopically removed with forceps without sequelae. The perforation was found to have completely healed and the stenting procedure was deemed successful. The healing of the esophageal leak was re-confirmed on (B) (6) 2000. Since the initial MDR was filed, additional information has been received. The physician planned to remove the stent and did not remove it solely because it had migrated. The stent was endoscopically removed and the leak (which had been caused by dilation for achalasia) was confirmed to have fully healed on (B) (6) 2000, two months after stent placement on (B) (6) 2000. Since the initial MDR was filed, the investigation has also been completed.

Manufacturer narrative:
Since the initial medwatch was filed, the investigation has been completed. As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed the device was not used in accordance with the directions for use (dfu). The complaint states that this stent was used for a benign indication with intent to remove device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. As the device was not used in accordance with the dfu this investigation has been assigned the most probable root cause of user/use error.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.